Manufacturer narrative:
Brand name: ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a hemostat supplied within a ciaglia blue rhino percutaneous tracheostomy introducer tray broke during use. The patient was undergoing a percutaneous tracheostomy. The hemostat broke at an unspecified time during the procedure. A fragment of the hemostat reportedly "went down the airway." The handling of the device and circumstances surrounding the event were not provided. Several unspecified 'maneuvers' were undertaken to retrieve the fragment. There are no reported adverse patient consequences. It is not known if the device will be returned for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, documentation, instructions for use (IFU), quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The hemostat is 100% inspected for visible damage and functionability prior to packaging. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.